Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the customer was advised to reset the pump. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.